Manufacturer narrative:
(B)(4).

Event description:
Anterior chamber wash out was performed. The patient experienced elevated intraocular pressure.

Manufacturer narrative:
Product evaluation: sterilization batch records were reviewed and a complaint search was conducted for the associated sterilization batches. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient seems to have less pain and is improving. Follow up and monitoring has been continuously required.

Manufacturer narrative:
Product evaluation: the product was not returned. Iol product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an unqualified cartridge with an unspecified handpiece. Product history records were reviewed and the documentation indicated the product met release criteria. The lens is only qualified for use in specific cartridges. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Zip code is not indicated at this time. Additional information was requested and received. (B)(4).

Event description:
A doctor reported endophthalmitis one day following an intraocular lens (iol) implant procedure. Pseudomonas was found. The lens was later removed and the inflammatory response rate was reported to have reduced. The patient is currently under treatment at a university hospital and is complaining of pain. When the patient was transferred to the hospital, it was found that there was more severe inflammatory symptom on the posterior side versus the anterior side. The surgeon suggested that it might be related to the iol or iol implanting process.

Manufacturer narrative:
(B)(4)

Event description:
Additional information was provided that the patient has permanent visual impairment.